Event description:
It is reported that revision surgery occurred for an unknown reason. Exact implant and explant dates are unknown.

Manufacturer narrative:
Evaluation summary: no information about the incident leading to the current condition of the returned product is available. Also, no information is available about the date of implantation, date of removal, patient activity level etc. No x-rays have been returned for analysis. No cause analysis is possible. Device history records indicate device manufactured to specification.